Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and was unable to recover. A field service engineer (fse) found that main drawer 6 was not sensing the closed position and replaced the inseparable with the new version. The drawer was then tested in the hardware application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed and was unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.